Event description:
It was reported that there were ¿issues with priming¿ an interlink vented solution set. This occurred during priming in the cath lab. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The customer stated that the event occurred in (B)(6) 2013. The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.